Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during the priming and rewind the insulin pump shakes creek sound the customer¿s blood glucose was unknown. Customer stated that the insulin pump had screen cracked in several places and battery life last one month. Customer stated that insulin pump received no delivery alarm. And 3 sensor calibration error. The device will be returned for analysis.